Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock was delivered involving this device during easy cycling. It was noted that noise was seen in the primary sensing vector. A review of the device data noted that the rhythm seen on the episode reported may have been related to a change in morphology. Ts also noted that there was a drop in signal amplitudes, myopotentials and t waves were oversensed. Ts noted that if the signal can be reproduced, reviewing all of the sensing vectors and programming the one with the best sensing qualities was advised. The device was explanted and returned. No additional adverse patient effects were reported.